Event description:
Patient undergoing evaluation for renal transplant had right heart catheterization which the operator noted had identified significant pulmonary valve stenosis, not known from prior testing. As a member of the renal transplant evaluation team in cardiology, I reviewed the pressure tracing saved in philips xper, and the clinically important rv pressure waveform disappeared. This issue of data loss was reported to the manufacture by our facility over 1.5 years ago on other patients, with no response. We played back the full disclosure data on the case before it was erased by the system, and resaved the important waveform, and it has again disappeared. The patient may need a surgical intervention, but we are not comfortable with data that disappears. Dates of use: (B)(6) 2015. Diagnosis or reason for use: hemodynamic monitoring.